Manufacturer narrative:
Investigation ¿ evaluation: ((B)(6) (brazil) informed cook that on 17apr2023 an unidentified particle was discovered inside of the sealed packaging of a wayne pneumothorax set (rpn: c-utpt-1400-wayne-imh; lot: 15301780) during stock inspection of the product. No patient contact was reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide a photo showing the particle inside the packaging. The particle did not appear to be in the seal. Based on this information, the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15031780 and the related subassembly lots revealed no related non-conformances. A database search found no additional complaints reported from this lot. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_wayne_rev12] ¿wayne pneumothorax set for trocar placement,¿ provides the following information to the user related to the reported failure mode: how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, review of photo, and the results of the investigation, cook concluded the cause of this event is manufacturing and quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that an unidentified particle was discovered inside of the sealed packaging of a wayne pneumothorax set during stock inspection of the product. No harm has been reported.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.